Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 30367135, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported that a balloon was punctured and the feeding tube came out of a stoma site, one day after initial gastrostomy placement. No injuries reported. The feeding tube was replaced. It was reported the patient had a "gastrostomy tube inserted at the end of the day on (B)(6) 2026 (swallowing difficulties following prolonged intubation). The next morning, although the tube was correctly positioned during morning washing, it was found to have come out of the stoma opening with the balloon punctured during the morning medical examination." Additional information received 17-mar-2026 stated "the gastrostomy was performed on (B)(6). The only procedure carried out was a change of the gastrostomy tube on (B)(6) 2026."